Event description:
A report was received stating an epidural catheter was placed in a patient's dural space. The doctor aspirated blood before a test dose of medication was administered. The doctor decided to change the catheter, but when he attempted to remove the catheter, the catheter's internal wiring began uncoiling. The catheter would not come out of the patient. The catheter was cut by the doctor, and a neurosurgeon performed a laminectomy to remove the remaining catheter in the patient. No permanent adverse effects to the patient occurred.

Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.